Event description:
Additional information received reported that the device was reprogrammed on (B)(6) 2015 and the patient recovered without permanent I mpairment. The healthcare provider stated that there was no loss of therapeutic effect. The cause was not determined and it was unknown if the event was device related.

Event description:
It was reported the patient was having problem with their machine. They had a loss of therapeutic effect. Stimulation had been increased from 4.3 v to 7.1 v. The patient had several falls in the bathtub. The falls occurred a month prior to issue, the month of the issue, and the month after the issue. The patient did not think to associate a fall with the problem. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v091357, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).